Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a farawave catheter was used. Three out of four pulmonary veins were isolated but when the right inferior pulmonary vein (ripv) was accessed an attempt was made to withdraw the guidewire, and it would not come back into the catheter. Several attempts made to recapture and redeploy the catheter array to resolve the issue, but this was not successful. The catheter was withdrawn from the patient and tissue was observed on the guidewire at the catheter tip. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis; however, media inspection was performed on a picture attached to the complaint of the catheter array which shows evidence of tissue trapped in the tip.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a farawave catheter was used. Three out of four pulmonary veins were isolated but when the right inferior pulmonary vein (ripv) was accessed an attempt was made to withdraw the guidewire, and it would not come back into the catheter. Several attempts made to recapture and redeploy the catheter array to resolve the issue, but this was not successful. The catheter was withdrawn from the patient and tissue was observed on the guidewire at the catheter tip. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.